Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. It was reported that the insulin pump alarmed threshold suspend. Customer's blood glucose reading ranged from 49 to 130 mg/dl. Troubleshooting was done. Nothing further was reported.